Event description:
Spinal needle broke in pt. Dr. Was able to retrieve it. Hospital will send in sample. Spoke to nurse mgr on 6/13/00 and nurse stated the pt was undergoing a fine needle aspiration for liver biopsy when the needle broke. Pt was taken for x-ray. Under flouroscopy, the needle was located and a general surgeon removed the broken end of the needle.